Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an eccentric lesion (diameter 3 mm x length 38 mm) located in the proximal left anterior descending (lad) artery with mild tortuosity and heavy calcification that was 90% stenosed. A 3.0 x 38 mm xience alpine stent delivery system (sds) was advanced to the lesion and met with resistance at the lesion and would not cross. The sds was removed with resistance from the anatomy. A non-abbott sds was used to complete the procedure successfully. There was no adverse effects or clinically significant delay in the procedure reported. No additional information was provided.